Event description:
It was reported that the physician changed the patient's cannula in 2009. On the next day, he could see that the pilot balloon seam was leaking. The physician removed the tracheostomy tube and replaced it with another 8lpc.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.